Event description:
Customer reported that wrong pt ID is being scanned on the instrument. Customer indicated that they changed all the pt demographics data correctly except pt prename. There was no report of injury due to this event.

Manufacturer narrative:
This event has occurred due to an operator error. Instrument is performing as intended.